Manufacturer narrative:
Investigation. Based on the results of the investigation, the phenomenon was not reproduced, thus, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had an e216 scope communication error and smelled smoke (no actual smoke was seen) from the unit. The issue was found in the middle of a colonoscopy, and the procedure was able to be completed at that time. No harm came to the patient as a result of the procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was no image with 180 scope due to printed circuit board failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found no image with a 180 scope due to printed circuit board failure. Additionally, an old version of software was identified. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.